Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, omsc surmised as the following. -the foreign material which adhered to the scope connector or electrical contacts of the video system center caused a bad connection. -the electrical stress to the ccd unit caused an overcurrent. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image became snow noise. The user canceled the procedure. There were no reports of patient injuries related to this incident.